Manufacturer narrative:
Submission failure on 18-feb-2025 due to internal error. Resubmitted 06-mar-2025. B3: unknown, year valid. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump has a constant, "cassette not attached properly. Reattach cassette," alarm. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was not duplicated. The complaint is not confirmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
One device was returned for analysis of cassette not attached properly complaint. There was no event history related to the complaint. Found no service history within the last 12 months. Visual and functional testing was performed found the upstream occlusion (uso) seal was buckling. Performed downstream occlusion test several times and no alarm came on. Also performed air sensor test and no alarm came on. Upon further investigation unit uso seal was lifting. Replaced uso seal.